Event description:
It was reported broach handle impact plate broke off while extracting the broach. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A straight exact broach handle part # 31-555500 from lot zb160603, was returned and evaluated against the complaint. Visual inspection found a weld failure between the handle and strike plate. Impact marks are present on all sides of the handle body and strike plate. Scratching was observed on the shaft. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.